Event description:
It was reported that the customer was hospitalized for low blood glucose levels, with a reading of 44 mg/dl. The customer was in a coma and had rigid muscles according to the wife. Troubleshooting was performed, and the insulin pump was programmed correctly. The cause of the low blood glucose episode was unknown. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.